Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no previous services. The customer issue was confirmed as the latch lock -flex circuit sensor was found to be damaged. The sensor was replaced. A performance verification test was performed, and the device passed all tests.

Event description:
The customer returned the product for not detecting the latch as open or closed, even when the latch remained closed. The banner at the top of the screen alternates between "latch open" and "latch closed" without any movement of the latch. During device analysis, a damaged latch/lock flex circuit sensor was found. There was no reported patient involvement.